Event description:
Plaintiff alleges that upon adjusting the height of the stool, he sat on the stool and the metal or weld connecting the seat to the adjustable rod of the stool broke and plaintiff fell to floor. Plaintiff alleges lumbosacral strain and loss of enjoyment of life, pain, suffering and emotional stress and aggravation.